Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) reportedly experienced syncope. Subsequent information indicates that this device was explanted for normal battery depletion. The device has been returned for analysis.

Manufacturer narrative:
The field representative later reported that interrogation of this device revealed no stored episodes, therefore, a monitor only zone was added. Subsequently, a routine latitude transmission showed 5 episodes of supraventricular tachycardia (svt) in the monitor only zone. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated. The device is currently undergoing analysis. When additional information becomes available, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation could not be confirmed.